Event description:
The pt's device was implanted on (B)(6) 2007, and had early depletion of battery. The pt was brought in 3 months ago and he had a longevity estimate of 1 yr, 3 months with a battery voltage of 2.58v. When the pt's device was interrogated today, it had tripped eri and the battery voltage was 2.48v. However, the longevity estimate on the programmer was showing 0 yrs 5 months until eri. The current drain on this battery is 42 ua. Rep was asked to find out from the pt if he/she works near strong magnetic or electric fields, if the pt has had radiation therapy or an MRI in the past. On (B)(6)2010 - this device was returned without oos documentation. This device was replaced with another cylos dr-t, (B)(4). Based on the device explant and return, this is deemed a reportable event.